Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-50 serial # (B)(4) description: linear lead with enhanced stylet, 50cm additional information was received that the patients pain was pre-existing pain. The leads will not be returned as they were discarded by the facility.

Event description:
A report was received that the patient experienced an increase in pain and was no longer receiving adequate pain relief. The patient underwent an explant procedure wherein the system was explanted. No device malfunction was suspected.

Manufacturer narrative:
The ipg passed all required tests performed.

Event description:
A report was received that the patient experienced an increase in pain and was no longer receiving adequate pain relief. The patient underwent an explant procedure wherein the system was explanted. No device malfunction was suspected.

Event description:
A report was received that the patient experienced an increase in pain and was no longer receiving adequate pain relief. The patient underwent an explant procedure wherein the system was explanted.